Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported a -no disposable- alarm on both pumps, cassette lot 4220003, expiration date 2026/11/24. Ncsc rn advised to mix new cassette. Patient declined to remain on line with nurse and will call back if issues unresolved. Patient wasted cassette of medication that was mixed today. No patient injury was reported.